Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with osteoporosis underwent balloon kyphoplasty at th11, th12 and l3. Intra-op, balloon inflated as expected and while deflating the balloon the doctor noticed that the inflatable balloon tamp (ibt) ruptured. No patient complications were reported. The ibt was discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.